Event description:
New information notes that the lead also exhibited a lead fracture/abrasion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a dependent patient presented with a right ventricular lead that exhibited lead noise. It was discovered that multiple episodes of oversensing or noise on the lead had occurred. The lead was capped and replaced on (B)(6) 2019. The patient was stable.